Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had critical pump error and multiple pump error alarms. There was no way to turn it off it just kept beeping. The customer¿s blood glucose level was unknown. Customer was able to successfully clear the alarm and passed self test but customer was upset the alarm did not give any instructions it just alarmed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.